Manufacturer narrative:
Date rec¿d by MFR : 16aug2019, date of report : 22aug2019. The manufacturer's field service engineer (fse) performed troubleshooting. The fse found that the unit will not turn on with the alternating current (ac) or battery. The fse also found that the yellow light emitting diode (led) indicator was flashing when connected to ac power. The fse replaced the power management board and powered on the unit with the ac power and battery connected. The unit powered on as expected. The fse disconnected the ac power and the unit shut down and would not operate on battery power. The fse checked the battery voltage and it was found to be 15.7 volts. The fse concluded that the internal battery required replacement. The fse replaced the battery, power management board and user interface assembly and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR reveiced date: 13nov2019. The battery was not returned for failure analysis. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05aug2019.

Event description:
It was reported that the unit will not turn off and will not operate on battery power. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR : 16aug2019. The user interface was replaced to address a bright spot on the display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 13 november 2019. Date of this report: 13 november 2019. The user interface was returned for failure analysis. A visual inspection revealed no signs of damage or contamination. During testing, there were no failures identified. - no problem detected regarding bright spot on display